Manufacturer narrative:
Full e1 initial reporter establishment name: (B)(6) hospital, (B)(6). Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the instrument channel was not sealed during inspection for use, involving an olympus colonovideoscope. There was no patient involvement.